Event description:
It was initially reported that the device was vibrating unusually when working. Additional clinical information determined that the reported issue occurred during surgery, wherein the surgeon attempted to use the device but the noise of the dermatome did not sound the way it usually sounded. The blade was not cutting the skin surface properly and the dermatome seemed to have a "wobble" while cutting. It was stated that graft could not be taken by this device as the graft bunched and folded and the small piece of graft was discarded but no harm to patient or operator was done. She confirmed that the surgery was completed using an alternate device with a delay of 2 minutes, while the patient was under general anesthesia during the time of delay. No further clinical information is indicated.

Manufacturer narrative:
On may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was manufactured on 08/28/2013 and has no previous repair history at zimmer surgical. Investigation revealed deformation to the power source connector collar. There were nicks and wear to the head and wear to the control bar. The master width plate fit was positioned properly relative to the control bar. The device operated within motor speed specifications with both the test hose and the customer's hose. There was no vibration noted during testing. The customer's reported event was not reproduced during testing and a cause cannot be determined. The device was processed and the device was deemed non-repairable; the head of the handpiece are non-replaceable components. The device was not returned to the customer.